Manufacturer narrative:
The device is not available for further evaluation by the manufacturer. In the event that additional information is received; a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, a pump alarmed that the volume to be infused (vtbi) is complete before the programmed hour during lipid infusion to an infant in the nicu. Nurses have had the experience of their lipid infusion vtbi alarming for completion anywhere from 30-50 minutes even though the vtbi is set for one hour. The lipids were set at a rate from 0.1-0.4ml/hr. And the pump was at least at bed level or higher. When the total volume infused is checked when the pump alarms it shows that the amount of lipids infused is correct. The issue has only come up with the lipid infusion as far as the reporter stated. There was patient involvement; however, no harm was reported.

Event description:
On 3/24/2022 additional information was received stating the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no further issues were encountered.